Manufacturer narrative:
(B)(6). Device broke during the testing phase of the operation and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was attempting to attach an extension arm to a distractor. As the surgeon was forcing the extension arm onto the device during testing at the back table, a piece of the extension arm broke off. The surgeon confirmed that the extension arm was over-tightened, resulting in the break. Another extension arm was available for use, which attached to the distractor with no issues. The surgeon then took the entire construct and implanted it into the patient. Upon testing of the distractor, the surgeon reported that everything worked fine. No additional information was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history review: manufacturing date: august 14, 2014. No non-conformance reports (ncr) or anomalies were identified. The following lot number for component 41057 was reviewed: 7061914. Lot # 7061914 contained one ncr for inspection error (incorrect entry in lims). The lot itself was conforming. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records will be requested based upon the provided lot number. Product investigation summary: one removable extension arm for cmf distractor, flexible, 40mm (part 04.315.127 / lot 7627062) was received with the complaint category of ¿broken: intraoperatively.¿ the complaint condition is confirmed as one of the tines that is located on the threaded collet is broken off. While the root cause cannot be definitively determined, the method of use likely contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Evaluation shows that this device is part of the cmf distractor system for the advancement of the mandible along a curved or straight path. This device specifically connected to the distractor body to allow the point of activation to be moved away from the distractor body for easier access with the activation instrument. The device can be removed at the start of the consolidation phase. Information is provided per the craniomaxillofacial (cmf) distractor system technique guide and the curvilinear distractor system technique guide. The returned flexible extension arm was received with the inner sleeve assembly disassembled from the outer sleeve assembly. The components were found to properly assembly together and function as intended with the exception of the four tines on the inner sleeve assembly. These four tines connect to the distractor body. One of the tines that is located on the threaded collet is broken off. The break is located at the base of the tine where the width narrows to 1.27mm. The broken potion is approximately 4.02mm long. The remainder of the device is in working condition with minimal wear. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the condition is not applicable as the device is already broken. A review of the current design drawing and the device history was performed. While the manufacturing date is unknown, the subsequent two drawing revisions were reviewed. The following components drawings were also reviewed: collet and internal hex. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition is consistent with excessive force, possibly at an extreme angle. Furthermore, it was reported that the doctor was testing the extension arm and over tightened. This would likely impact the complaint condition. The technique guide notes that care should be taken to not cross thread or over-tighten extension arm. It was also reported that a new extension arm was implanted without difficulty suggesting that the distractor body is functional. Thus, while the root cause cannot be definitively determined, the method of use most likely contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.